Event description:
It was reported that during an iliac artery treatment procedure, a balloon rupture occurred. The procedure was treating in-stent restenosis of a previously placed non-bsc stent located in the iliac artery. A 7.0 x 40 mm mustang balloon was advanced for treatment and inflated to 10 atms. During the second inflation at 10 atms, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).